Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menorrhagia ('menorrhagia/ menorrhagia (heavy menstrual bleeding)'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and cerebrovascular accident ('strokes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t went confirmation test". The patient's medical history included tubal ligation. Concurrent conditions included upper abdominal pain, vaginal discharge, vaginal pain, uterine leiomyoma, type 2 diabetes mellitus, galactorrhea, female pelvic peritoneal adhesions, unspecified inflammatory disease of uterus, endometriosis, cyst of ovary, urine abnormal, shortness of breath, cough, pleuritic pain and lung infiltration (right). Concomitant products included metformin since 2014, salbutamol sulfate (proair hfa) since 2006 and zolpidem since 2006. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and mood altered ("hormonal changes describe: mood"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginitis"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced cerebrovascular accident (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation on (B)(6) 2013 and hysterectomy with bilateral salpingo-oopherectomy, tubal ligation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, cerebrovascular accident, vaginal infection, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, mood altered and abdominal pain outcome was unknown. The reporter considered abdominal pain, bladder disorder, cerebrovascular accident, dysmenorrhoea, dyspareunia, menorrhagia, mood altered, pelvic pain, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal haemorrhage, dyspareunia, vaginitis, menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs received: event coding was updated from hormone level imbalance to mood altered. Event onset date, concomitant drugs, reporters were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menorrhagia ('menorrhagia/ menorrhagia (heavy menstrual bleeding)') and cerebrovascular accident ('strokes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t went confirmation test". The patient's medical history included tubal ligation. Concurrent conditions included upper abdominal pain, vaginal discharge, vaginal pain, uterine leiomyoma, type 2 diabetes mellitus, galactorrhea, female pelvic peritoneal adhesions, unspecified inflammatory disease of uterus, endometriosis, cyst of ovary, urine abnormal, shortness of breath, cough, pleuritic pain and lung infiltration (right). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), cerebrovascular accident (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginitis"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain") and was found to have hormone level abnormal ("hormonal changes describe: unknown"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, cerebrovascular accident, vaginal haemorrhage, vaginal infection, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, hormone level abnormal and abdominal pain outcome was unknown. The reporter considered abdominal pain, bladder disorder, cerebrovascular accident, dysmenorrhoea, dyspareunia, hormone level abnormal, menorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal haemorrhage, dyspareunia, vaginitis, menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on 30-aug-2019: plaintiff fact sheet was received. Events added from pfs- abdominal pain. Reporter information were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menorrhagia ('menorrhagia/ menorrhagia (heavy menstrual bleeding)'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and cerebrovascular accident ('strokes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t went confirmation test". The patient's medical history included tubal ligation. Concurrent conditions included upper abdominal pain, vaginal discharge, vaginal pain, uterine leiomyoma, type 2 diabetes mellitus, galactorrhea, female pelvic peritoneal adhesions, unspecified inflammatory disease of uterus, endometriosis, cyst of ovary, urine abnormal, shortness of breath, cough, pleuritic pain and lung infiltration (right). Concomitant products included metformin since 2014, salbutamol sulfate (proair hfa) since 2006, vardenafil hydrochloride (levitra) and zolpidem since 2006. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and mood swings ("hormonal changes describe: mood/mood swings"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginitis"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced cerebrovascular accident (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation on (B)(6) 2013 and hysterectomy with bilateral salpingo-"oophorectomy", tubal ligation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, cerebrovascular accident, vaginal infection, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, mood swings and abdominal pain outcome was unknown. The reporter considered abdominal pain, bladder disorder, cerebrovascular accident, dysmenorrhoea, dyspareunia, menorrhagia, mood swings, pelvic pain, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2013, (B)(6) 2013. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal haemorrhage, dyspareunia, vaginitis, menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on 25-feb-2020: pfs received- pt mood altered updated to mood swings. Concomitant drug were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("menorrhagia") and cerebrovascular accident ("strokes") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t went confirmation test". The patient's medical history included tubal ligation. Concurrent conditions included upper abdominal pain, vaginal discharge, vaginal pain, uterine leiomyoma, type 2 diabetes mellitus, galactorrhea, female pelvic peritoneal adhesions, unspecified inflammatory disease of uterus, endometriosis, cyst of ovary, urine abnormal, shortness of breath, cough, pleuritic pain and lung infiltration (right). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), cerebrovascular accident (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginitis"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have hormone level abnormal ("hormonal changes describe: unknown"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingo-oophorectomy). At the time of the report, the pelvic pain, menorrhagia, cerebrovascular accident, vaginal haemorrhage, vaginal infection, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia and hormone level abnormal outcome was unknown. The reporter considered bladder disorder, cerebrovascular accident, dysmenorrhoea, dyspareunia, hormone level abnormal, menorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal haemorrhage, dyspareunia, vaginitis, menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on 2-may-2019: pfs & mr received: reporter's information, patient demography, medical history, injury was replaced by hormonal changes describe: unknown,new event - abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: vaginitis, bladder or urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, strokes were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.